Event description:
The company representative reported that while performing a preventive maintenance, he observed an autofill failure in the error log. Service had not been called at the time of the event.

Manufacturer narrative:
The company representative replaced the drive assemply (p/n: 0104-00-0108) and replaced expired safety disk (p/n: 0997-00-0985-01). Battery failed and replaced defective batteries (p/n: 0146-00-0039. During testing observed fault code 3323 9a 0, drive assembly causing the atmospheric transducer to drift and cause the auto fill failure. This occurrence failed three separate days. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).